Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that trocar broke in half while being manipulated in the eye and the pieces were removed from the eye at an unknown timing. The surgery completion details were unknown. There was no patient impact.